Event description:
A customer contacted global technical services (gts) regarding a leak in the patient line on the homechoice (hc) unit. The home patient (hp) stated he was not connected; however, the tubing to the patient line was leaking. The technical service representative (tsr) advised the hp to cycle power and restart with new supplies. The hp confirmed to start over with new bags and cassette. On (B)(6) 2010 product surveillance contacted the hp who stated the sample supplies had been discarded. The hp stated he was fine and has had no problems with therapy. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a leak in the patient line. The reported condition was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. There was not enough data within the complaint information to identify root cause; therefore, the root cause of the complaint was not determined. Similar complaints have been received for this reported problem, but no adverse trend has been identified for this issue.

Event description:
It was reported that the 9800 system had poor image quality with incomplete images. No patient injury was reported.